Event description:
It was reported to boston scientific corporation that an obtryx system was used during an unknown procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, bleeding occurred upon removing the mesh sleeve. The physician used surgifoam to treat the bleeding. The procedure was completed with this device. There were no "further issues" and the patient was reported to be "fine". Attempts at follow up have been unsuccessful.